Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and history anomaly. Customer's blood glucose level was as high as 403 mg/dl. Customer ate pizza and treated themselves with a bolus but their blood glucose remains high. Customer advised when they check their bolus history the bolus attempts are not being recorded. Troubleshooting for high blood glucose levels was performed. Customer advised they feel nausea as a result of their high blood glucose levels. Customer advised once again that the bolus history does not display all entries based on their recollection. Customer was advised to change out the complete set, reservoir, insulin and treat their high blood glucose levels per health care provider's instructions. Customer attempted one more bolus before they disconnected the line and advised the bolus history was recorded properly. Customer was advised to confirm the type of bolus they want or else the insulin pump will not show the bolus in the bolus history.